Event description:
It was reported that the user experienced difficulty turning multiple lunar connectors while changing an infusion set and insulin, which resulted in a delayed set change and persistent hyperglycemia until a connector was successfully attached with assistance. During the event, insulin delivery was occurring; however, it was insufficient to bring glucose levels into the target range. The new infusion site appeared intact, with no evidence of leakage or a bent cannula. The user experienced hyperglycemia with increasing glucose values. Troubleshooting support was provided, including education on allowing time for insulin to take effect and guidance to consider administering a manual injection with temporary pump disconnection. Replacement connectors were arranged. An investigation was conducted, including a review of device data indicating ongoing insulin delivery and user confirmation that the infusion site was properly placed and intact. The investigation revealed a connector attachment problem associated with the lunar connector component that impeded timely setup, leading to inadequate insulin exposure during the event. Based on previously established findings for similar reports, it was concluded that the cause was user difficulty with connector operation during the insulin change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.